Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp/MRI tech. They reported that the patient had a lead on the right side that was abandoned and the system on the left side was intact. No further information. MRI information was reviewed with caller.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3093-33 lot# v621111 implanted: (B)(6) 2011 product type lead ubd: 2015-01-03, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3093-33 lot# v621111 serial# implanted: (B)(6)2011 explanted: product type lead see related regulatory report:226333626. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding the patient's implantable neurostimulator (ins) for interstim - other. Family member reported their healthcare provider (hcp) made adjustments to ins and it caused patient to pee and poop. Caller states the ins "just about killed" the patient. A medical or therapy problem was reported. Caller reports ins is now sticking out of patient's bottom. The caller was redirected to the patient's managing hcp. Caller will see a new urologist. Additional information was reported by the patient. Patient reported ins never worked for them and they never had therapeutic benefit. Patient says therapy made symptoms worse. Patient's major symptom was weak bladder. When the patient used their ins, patient experienced, "weak bladder and weak bowels and everything else." Patient clarified therapy made symptoms worse. Patient reports the ins on the right side came out; it fell out. Patient said the device was not put in properly because the device just "came out in my pants." The patient snipped the wire and went to their healthcare provider (hcp) to fix it. Patient clarified their ins worked its way out and the patient had to c ut the cable. The ins worked its way out and the patient still has an open wound right there where it could not be sewwed up. Patient noticed discomfort a few days before reporting, but the patient could not see back there. One day, the ins came out when the patient removed their underwear. The ins came through the skin. Patient went to the ER, but they would not touch it. Patient went to a different hcp, where the doctor "pulled the wire hard enough to where the remainder of the wire is back inside where the wire would not be hanging out of the wound." Patient says there is still a wound there and says it's similar to a belly button. (B)(6) 2017 patlr(con): additional information received from patient reported that they could feel it but could not see it. Patient stated at the end of shift when they removed their pants, ¿it was hanging by wire¿. There was no diagnostic performed related to the ins sticking out. It was indicated that they cut the wire and later went to hcp and they removed enough of the wire that went inside and allow the wound to close. Patient¿s weight at the time of the event was (B)(6) lb. There were no further complications that have been reported as a result of this event.